Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, the lead was explanted and replaced due to high impedance. A new lead was implanted and the patient was in stable condition.